Event description:
Device malfunction: plunger would not stay depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after the clip applier was attached to the introducer sheath, an attempt was made to depress the plunger; however, the plunger would not stay depressed. The device was removed from the patient's anatomy and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.